Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to the low bg, the customer required assistance obtaining food and beverages to address bg. Tandem technical support (cts) performed a system check to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, but did discover that the customer's weight was incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight information to adjust insulin, customer acknowledged and understood. Customer also alleged that the pump settings being incorrect contributed to the low bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
Per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.